Event description:
Oxycodone 5mg ud tablets were taken from the pyxis medstation. We believe it is a faulty design that contributed to this occurrence.oral medications placed in the front pocket of an I-18 drawer (pyxis medstation) can be removed without opening the drawer. The drawer has no lip or protective piece to prevent removal of a medication. An opening can be seen by pulling back on the drawer. A sharp object like a paperclip can be inserted to remove a medication.